Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between heartmate 3 lvas, serial number (B)(4) and the reported event could not be conclusively determined. No autopsy was performed, and the device was not explanted. No product available for investigation. The hm3 lvas IFU lists right heart failure, respiratory dysfunction, and infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas IFU describes the pump flow display and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. During implant of the heartmate 3 lvad, the patient's right ventricle (rv) struggled and could not properly oxygenate patient. Veno-venous ECMO along with a right cmag was placed. On (B)(6) 2018 a bronchoscopy was performed and blood cultures were sent. It was determined that the tests showed the patient was klebsiella positive. Patient was treated with antibiotics and the ECMO was removed. On (B)(6) 2018 patient was brought to the operating room for rvad removal. After returning to the intensive care unit (ICU), the lvad could not maintain adequate flow due to hypotension. The family changed the code status to do not resuscitate (dnr) and the patient expired. No autopsy performed and pump will not be returning. No further information provided.